Manufacturer narrative:
Manufacturer's report date: 01/26/2011. (B)(4). Product evaluated and the customer's report that the tubing leaked below upper fitment was confirmed. A 0.0685 inch long tear was noted on the silicone pumping segment below the blue upper fitment. A crush mark was present on the blue upper fitment. The root cause of the tear was not identified. The lot number was not identified.

Event description:
Customer reported blood leaked from a hole in the pumping segment below the upper fitment. The administration set was replaced without incident. No pt or staff harm reported. No additional event info provided.